Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that the patient's right atrial (ra) lead exhibited low sensing and failure to capture. A chest x-ray was performed to find that the ra lead was dislodged. The chest x-ray also revealed that their right ventricular (rv) lead was taut and exhibited no lead slack. The ra and rv leads were explanted and replaced. The patient was stable throughout.